Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported a patient presented with endophthalmitis at one day postop cataract with intraocular lens implant (iol) procedure. A vitrectomy was performed. Bacterial testing was performed with no bacteria shown. This report is one of 6 from the facility.